Event description:
It was reported that during a lobectomy procedure, on the fifth firing, the device locked out and would not fire. The patient was given three units of blood during the procedure. The patient is doing fine.

Manufacturer narrative:
Date sent: 3/20/2008. The analysis results found that one sc60 device was received instead of an ec60. The device was returned with no visual non-conformances and with no cartridge present. The device was tested for functionality with a test cartridge and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. Event described could not be confirmed as the device achieved a complete firing cycle and no cartridge was returned for analysis. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.